Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to unknown lot number. H3 other text : see h.10.

Event description:
It was reported that mixed product was found before use with a unspecified bd syringe. The following information was provided by the initial reporter, "I have always used the bd ultra-fine needle syringes; however, this last time my mail order was filled with bd safetyglide insulin syringes. They were not shipped in the original packaging and therefore I received no instructions or info. Can you please tell me the purpose of the extra plastic and the difference in this product compared to what I had been using."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. The customer's address is unknown: (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that mixed product was found before use with a unspecified bd syringe. The following information was provided by the initial reporter, "I have always used the bd ultra-fine needle syringes; however, this last time my mail order was filled with bd safetyglide insulin syringes. They were not shipped in the original packaging and therefore I received no instructions or info. Can you please tell me the purpose of the extra plastic and the difference in this product compared to what I had been using."